Manufacturer narrative:
This report or other information submitted by (B)(4) under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by hearing lab technology llc, its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the importer, by the end user, hearing aid popped up out of there. It was in my (the end user) ear and I looked that thing just came out. I (the end user) can see the wiring on the inside. Per the importer, the faceplate separated from the housing.